Manufacturer narrative:
Additional information: the customer called technical support regarding the device presenting with vent inoperable and noted in the error logs that it was an eeprom (electrically erasable programmable read-only memory) failure. The customer was advised to replace the turbine.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer characterized exhalation valve and failed, causing damage to the valve and requiring the purchase of a turbine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator vte (end-tidal volume) was reading 340, the determined vti (inhaled tidal volume) from analyzer was also reading 340, had altitude set at meters, but no change when changed to feet. Furthermore, there was no patient associated with the reported event.